Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the end pin of the applicator inner shaft was broken off and was stuck in the applicator pommel. The broken part was easily removed. It was reported that there was no patient impact.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.